Manufacturer narrative:
Manufacturer¿s reports were sent on both implantable leads for this patient¿s system. Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was recently implanted and both leads had moved up about 5 millimeters during implant. It was also reported that both leads were now parallel, so the stimulation was different. The patient was currently on pain killers for his pain until the issue gets resolved. It was noted that the patient was supposed to meet with a manufacturer representative on (B)(6) 2016 regarding the reported issue, but the patient had an emergency he had to attend to. The patient stated he needed to reschedule a time to meet with the manufacturer representative to get the issue resolved. It was noted that the manufacturer representative was present during the implant procedure, and the manufacturer representative was going to meet with the patient to get the issue corrected. No event cause was reported for this event. No outcome or further troubleshooting/interventions were reported for this event. Further follow up is being conducted to determine additional patient information, event cause, event outcome, and actions taken to resolve the reported issues. If additional information becomes available, a follow up report will be sent.

Event description:
Additional information received from the consumer reported they didn't remember the date of implant, but it was sometime last year (2015). When additional information was requested from the consumer including information about the device and physician they became agitated and said "I have gotten everything taken care of. I keep missing my appointment, but I know all I need is a simple reprogramming with your manufacturer's representative (rep). I will make an appointment with the healthcare provider (hcp) and will call if I need further help."